Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged between 484 to 538 mg/dl. Customer stated that the pump received a meter blood glucose now alert. Customer declined to troubleshoot for high blood glucose levels at the time of the call. Therefore, the root cause of the customer's high blood glucose issues could not be determined. Product is not being replaced.